Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the prograsp forceps wire broken inside of the patient. The primary surgeon stated that the cable had broken before he noticed. When the broken piece was placed in a specimen collection bag and removed from the body, it was not found in the collection bag. After that, they checked inside the body, but the broken piece was not found, so it was said that there was a possibility that the broken piece remained inside the body. The medical safety department has asked us to take a computed tomography (CT) scan. The "grip cable information material" was explained, regarding the material of the cable. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. It is unknown what task was being performed when the device fragment fell inside of the patient. The surgeon was unaware what the cause of the instrument breakage was. It was unknown for how long the instrument was in use. The surgeon did notice issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instrument or hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument collision. The instrument was removed during the surgical procedure prior to the breakage. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. Upon final removal, the wrist of the instrument was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula or notice any damage to the cannula or the instrument. The surgeon saw a fragment inside of the body for a moment but could not confirm it. It is possible that a fragment did not fall off. The customer performed a CT scan. The procedure was completed robotically with a possibility of a remaining fragment inside of the patient¿s anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to returning format. The instrument is available for return. The fragment is not available. There were no photographic images or the device or video recording of the procedure available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. In addition, the instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no missing parts observed during inspection. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.